Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular lead. All other lead function was normal. Pocket manipulation and further evaluation was suggested. No intervention has been performed.